Manufacturer narrative:
(B)(4). Please note that the information provided was through the legal process. Specific patient details including medical history are not currently available. Upon receipt of any additional information a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapsease filter for the treatment and prevention of pulmonary embolism and blood clot related problems. The device was positively identified in the medical records at the time of implant. The device was implanted in the right common femoral vein. Approximately 11 years later, the patient had a CT scan without contrast. The results of this scan showed that the trapease filter was tilted in the craniad margin of the filter. Further evaluation of the filter showed that the trapease filter had migrated from the original position of implantation. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is in a weakened and susceptible state for future injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapsease filter for the treatment and prevention of pulmonary embolism and blood clot related problems. The device was positively identified in the medical records at the time of implant. The device was implanted in the right common femoral vein. Approximately 11 years later, the patient had a CT scan without contrast. The results of this scan showed that the trapease filter was tilted in the craniad margin of the filter. Further evaluation of the filter showed that the trapease filter had migrated from the original position of implantation. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. He is in a weakened and susceptible state for future injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.

Event description:
As reported in the legal brief, a patient underwent placement of a trapsease filter for the treatment and prevention of pulmonary embolism (pe) and blood clot related problems. The device was positively identified in the medical records at the time of implant. Approximately eleven years post implantation, the patient had a computerized tomography (CT) scan without contrast. The results of this scan showed that the trapease filter was tilted in the craniad margin of the filter and a 3 cm cyst within the peripelvic region of the right kidney. Further evaluation of the filter showed that the trapease filter had migrated from the original position of implantation. Although it was reported that the filter migrated, according to the information received in the medical records available, the CT scan the patient underwent states that the cranial tip of the filter is 4cm caudal to the renal vein ostia. The filter alignment was noted to be nearly parallel with the lumen of lumen of the ivc, with only mild anterior tilting. There were no inflammatory changes seen around the ivc at the site of the filter. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is in a weakened and susceptible state for future injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information received per the patient profile form (ppf) indicates that the patient is suffering from fear. Per the medical records, during the filter implantation procedure, the filter was deployed and a venacavagram showed the filter was in relative position of the renal veins.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion as reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, during the filter implantation procedure, the filter was deployed and a venacavogram showed the filter was in relative position of the renal veins. The implantation was done for the treatment and prevention of pulmonary embolism (pe) and blood clot related problems. Approximately eleven years post implantation, a CT scan showed that the trapease filter was tilted in the cranial margin of the filter and a 3 cm cyst within the peri-pelvic region of the right kidney. Further evaluation revealed, the trapease filter had migrated from the original position of implantation. Although it was reported that the filter migrated, according to the information received in the medical records available, the CT scan the patient underwent states that the cranial tip of the filter is 4cm caudal to the renal vein ostia. The filter alignment was noted to be nearly parallel with the lumen of the ivc, with only mild anterior tilting. There were no inflammatory changes seen around the ivc at the site of the filter. Per the patient profile form (ppf), the patient reports fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.